Event description:
Pt with recent fall and fracture of lesser trochanter. During x-rays of right hip it was noted she has significant osteolysis of greater trochanter and possible early osteolysis distally with no sign of bony ingrowth. A revision was recommended. Pt had been experiencing pain.